Event description:
The manufacturing facility reported a clearlink system continu-flo set with a separation. This condition was discovered during product evaluation. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B) (4) evaluation summary - one actual sample was received for evaluation . During product evaluation the sample was visually inspected and a separation was discovered. This separation was caused by the tubing not having sufficient solvent to perform an acceptable bond. Manufacturing documents were reviewed and all release criteria were within specifications. Awareness training was provided to the manufacturing personnel of this product regarding this report.